Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the patient's first follow-up with this subcutaneous implantable cardioverter defibrillator (s-ICD), an untreated episode was noted to have been stored on the date of implant. The episode showed noise oversensing that was consistent with air entrapment. It was noted that the smart pass filter had disabled due to a loss of cardiac signals during this episode. At the device check, automatic setup was performed and the sensing vector performed well. Smart pass was programmed back on. Technical services reviewed the device data and agreed the noise was most likely air entrapment. As no further episodes were stored, it was believed the air had been reabsorbed and no further issues were expected. No adverse patient effects were reported. The device remains implanted and in service.